Manufacturer narrative:
Returned device was received in decent physical condition and the battery cover was missing. No evidence of reported problem in event log was found. During the evaluation of the device the ec 1260 issue was found to be duplicated. When performing the self test at power up the unit alarmed and displayed ec1260, and no further testing could be done. After disassembly is was discovered that the battery had been improperly soldered to the board and was making intermittent contact. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The cause of the issue was found to be a bad solder connection between the rtc battery and the board.

Event description:
Information was received indicating that a smiths medical cadd pump presented with error code ec 1260. There were no patient present at the time of the event. There were no adverse events reported.